Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to over-tightening during product application or preparation. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during use, the device leaked near the planecta. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.